Event description:
The patient was reportedly experiencing painful shocking sensations from the device. Testing showed that the patient's device is functioning. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.